Event description:
It was reported that the user experienced hyperglycemia and attributed the event to sickness, with no alerts or alarms reported from the device. Symptoms included elevated blood glucose. Outcomes included no reported injury, incapacity, or hospitalization. Investigation included outreach to obtain additional details. Investigation of this case revealed that the cause and device performance status remain undetermined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.